Event description:
It was reported the 511sd was used during a laparoscopic cholecystectomy. It was reported the gasket fell into the pt. The gasket was retrieved. The device was from kit fdc32, lot # l49t14. There was no consequence to the pt.